Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that once the suture package was opened it was discovered that thread was missing. In the product it should be 8 threads but it was only 7 threads in the package.

Manufacturer narrative:
Samples received: 1 open td pack with 7 sutures. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed in the market. There are no units in stock. Received an open and unused pack with 7 sutures wound on the support cardboard. Checked the sample and it can be seen that there are 7 sutures instead of 8. The foam cut without needle does not show the mark/hole of the needle. It is apparent that one suture was not placed in the foam (1st position). This is considered an isolated and accidental incident. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.